Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) has received the remote arm controller (rac) associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. When the unit was installed into the test system, an error 28 occurred at start-up. Failure analysis disassembled the rac and found fluid contamination inside the rac. As a result of the contamination, the unit could not be repaired. The instructions for use for the system provides a warning that equipment on the surgeon console, patient cart, and vision cart is not designed for exposure to liquids. While disinfecting, liquid is not to be sprayed on the console or carts. Additionally, care should be taken to ensure liquids do not contact electronic equipment on the system components.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the suspected remote arm controller (rac). The system was tested and verified as ready for use. Isi has not yet received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. System logs were reviewed at the time of the call into technical support. The logs identified a communication issue between rac 1 and a set up joint and on-site troubleshooting by the fse was required. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, an error 23 occurred on the system several times even after a system restart. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the first pattern of error 23, pointing to a communication issue between remote arm controller (rac) 1 and embedded serializer setup joint (essj) 1, relating the issue to the set up joint harness. After performing two power cycles, the error continued. The tse guided the surgeon though deactivating patient side manipulator 1. When the system was powered back on, the other psms and endoscopic camera manipulator (ecm) displayed a red led. The tse completed all troubleshooting steps; however, the system remained inoperable. As a result, the operating room team decided to convert to laparoscopic surgery. Per subsequent follow-up, the customer confirmed the system was inspected prior to use and worked fine at the beginning of the procedure. The error 23 occurred in the middle of the procedure, which then led to the system exiting. The patient was able to tolerate the longer anesthesia and surgery time. There was no injury to the patient.